Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02jan2019.

Event description:
It was reported that the unit had a broken touchscreen. There was no patient involvement. The manufacturer's international service technician found the touchscreen was broken during device maintenance. The service technician replaced the touchscreen and the issue was resolved.

Manufacturer narrative:
G4: 10mar2020. B4: 11mar2020. The touchscreen was returned for evaluation; however, the screen was shattered. No additional evaluation was performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02jan2020. B4: (B)(6) 2020 . H10: correction to the initial b4 date from 02jan2019 to (B)(6)2020 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.